Manufacturer narrative:
Date of event: unknown. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
On (B)(6) 2018, it was initially reported that in an ICU hemodialysis tubing disconnected from a bd q-syte¿ luer access split septum. On (B)(6) 2018, the customer indicated that a miscommunication occurred and the bd q-syte¿ was not used in this particular incident. However, the customer returned a sample for evaluation as they were concerned that little force is required to dislodge a q-syte¿ from its coupling point and felt that this was a risk to patient therapy and safety.

Event description:
On (B)(6) 2018, it was initially reported that in an ICU hemodialysis tubing disconnected from a bd q-syte¿ luer access split septum. On (B)(6) 2018, the customer indicated that a miscommunication occurred and the bd q-syte¿ was not used in this particular incident. However, the customer returned a sample for evaluation as they were concerned that little force is required to dislodge a q-syte¿ from its coupling point and felt that this was a risk to patient therapy and safety.

Manufacturer narrative:
H.6. Investigation summary: device/batch history record review: lot number was unknown. Qn / sap database review: no. Reason: lot number was unknown. Findings: n/a. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5699 rev 5 version d was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received 2 used q-syte units attached an ext. Line. Visual/microscopic evaluation: unit 1: the septum was molded using the 32 cavity mold. No damage was observed on the threads of the q-syte. Damage (tears) was observed on the septum top disk. No damage (tears) was observed on the column wall. Damage (tears) was observed on the slit of the septum bottom disk. Attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on either the actuated or the un-actuated positions. Connections were successful and no disconnections occurred during testing. Unit 2: the septum was molded using the 32 cavity mold. No damage was observed on the threads of the q-syte. Damage (tears) was observed on the septum top disk. No damage was observed on the column wall. No damage was observed on the slit of the septum bottom disk. Attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on either the actuated or the un-actuated positions. Connections were successful and no disconnections occurred during testing. Test description: method no: results: visual/microscopic, n/a, see observations and testing. Water leak test, mm-110, see observations and testing. Column tear assessment, vtp-31, see observations and testing. Investigation samples(s) meet manufacturing specifications: no. Unit 1 revealed damage on the slit of the septum top and bottom disks. Unit 2 revealed damage on the slit of the septum top disk. Investigation conclusion: root cause is indeterminate. A definite source that caused the slit tears could not be established, tear damage is normally attributed to incorrect usage or excessive actuations. In-process inspections are conducted during the manufacturing process to identify process changes that could contribute damage. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly.